Event description:
It was reported that the left ventricular [lv] lead was "twiddled" into the pocket and the lead tip was found to be in the device pocket. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. All conductors had blood/body fluid (not obstructed) and the outer insulation was breached cut and had cosmetic depression. The lead had apparent explant damage.